Event description:
Patient presented to their primary care physician with ongoing sore throat, ear pain, and head pain since the implant procedure. Primary care physician prescribed steroids and antibiotics.